Manufacturer narrative:
Product complaint(B)(4). Date sent to the FDA: 7/9/2024 h6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: * can you identify the lot number of the product that was used? = tgmlze * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) =>(B)(6) please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. =>we regularly contact with sale rep about the device returning. H3 investigational summary: the product was returned to ethicon for evaluation. One dispensed suture and one winding former with two suture pieces, two detached needles, and three-needle suture combination that pertained to product code pdpb9929. The product code is multi-strand and contains eight strands per packet. Overall review of the sample returned shows that two needle suture pieces and a detached needle were noted to be in used conditions. Also, it was observed that the needle from slot #3 was noted to be intact, and a short insertion was found in the dispensed strand since the insertion of the suture did not meet with ethicon requirement. The other three needle suture combinations were visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. The functional test was performed in a needle suture using instron equipment and the pull force met with the requirements. Based on the information currently available, short insertion issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6)2024 and suture was used. During an unknown orthopedic surgery, when the nurse was holding the needle with the needle-holder for handover, the suture was detached from the needle easily before suturing. Another package of same lot number could be used without problem. It was a control release needle. There were no adverse consequences to the patient. Additional information was requested.